Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin came out in a stream during priming. Blood glucose was unknown. Insulin pump was slower during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed rewind test, self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. The sensor feature working properly. No weak signal, calibrate error, lost sensor alarms or rewind anomaly noted during testing. Device had cracked battery tube threads. (B)(4).